Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was discovered that the left ventricular lead had dislodged. The lead was explanted and replaced. The patient was fine.